Event description:
It was reported that during a procedure to remove a food bolus in the lower esophagus, a disposable distal attachment cap was fitted on the end of a gastrointestinal videoscope. This was placed down the patient's esophagus to extract food stuck in the lower esophagus. The first attempt was successful, and the endoscopist extracted some of the food bolus. The endoscopist re-entered the scope down the esophagus without the cap and assessed that there was more food to extract, so the cap was refitted firmly back on the end of the scope. As it was about to suck onto the food bolus, the cap came off. Several attempts were made to remove the cap using a large snare and rat tooth without any success. Then, a balloon was placed down the scope and inflated, securing the cap under and within the cap, and it was successfully removed. The endoscopist then still needed to remove the food bolus, so a new cap was placed on the end of the scope and taped on with sleek tape, and the food bolus was removed. This caused the procedure to take longer with patient under sedation. The patient stayed longer in the ward post-op to ensure no bleeding or perforation. The customer indicated that they did not save the cap and it did not split. There was no reported patient injury or harm. The patient was reported to be "fine" after the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information received from customer: no medical tape was used when the cap was attached to the endoscope and lubricant was only used after product was applied. No vaseline was applied to the scope.

Manufacturer narrative:
Updated fields: b5, d8, h2, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it was likely the device was not being used according to the IFU as the cap came off the scope because medical tape was not used. The event can be detected/prevented by following the instructions for use which state: drawing number and revision number of IFU: use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, the instrument may fall off of the endoscope inside the patient and may cause malfunction or equipment damage. If you encounter strong resistance when mounting the instrument on the endoscope, apply a water-soluble lubricant to the endoscope attachment section. Do not use vaseline (or any lubricant that contains petroleum jelly), olive oil, alcohol, or the xylocain spray to lubricate the instrument. Doing so could cause equipment damage, or cause the instrument to fall off of the endoscope inside the patient. Be sure to wipe away any excess lubricant before mounting the instrument, and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage. Olympus will continue to monitor field performance for this device.